Event description:
A customer reported that an alarm went off shortly after a correction was given when the pump should have recognized that a correction had already been administered. The customer's sugar levels were noted to have increased, but a specific blood glucose value or adverse impact was not reported. No additional information was received regarding the resolution or outcome of the incident.